Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). No devices were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes does not suggest any intra operative complications. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Medical products- vanguard cr femoral, catalog # 183008, lot # 837420. Vanguard cr tibial bearing, catalog ep-183442, lot # 067460. Vanguard series a standard patella, catalog # 184768, lot # 292910. Palacos bone cement, catalog # 00111314001, lot # 87454702. Palacos bone cement, catalog # 00111314001, lot # 86904602. Palacos bone cement, catalog # 00111314001, lot # 87784707. Palacos bone cement, catalog # 00111314001, lot # 87464706. An additional MDR report was filed for this event, please see associated reports: 0001825034-2019-01190. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was further reported the patient is experiencing pain and instability. The patient further alleges a "snapping" sensation and unsteady gait when bending the knee. Further the patient state they have done physical therapy without any improvement. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Medical products- unknown vanguard bearing, catalog # unknown, lot # unknown. Unknown vanguard femoral component, catalog # unknown, lot # unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00257, 0001825034-2019-00259. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is experiencing a clunking sound in the knee. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.